Event description:
On 03jun2025, a journal article was retrieved from european journal of medical research (2025) that reported a study from italy. The purpose of the study was to compare sport-related patient-reported outcome measures (proms) of the traditional single mobility (of note referred to as sm, sb, sd interchangeably throughout the article) versus dual mobility (dm/db) implants in active patients younger than 65. The study reviewed 403 patients, 372 sm and 31 dm. A delta ceramic and high-density crosslinked polyethylene were used in the single mobility group. A trilogy cup and fitmore hip stem (zb) were used. In the dual mobility group all competitor product (permedica) was used. All implants were cementless. Patients were allocated to one of two surgeons based on their preference. A minimally invasive posterolateral approach in a lateral decubitus was used in all patients. The study population had a mean age of 56.3 years at time of surgery (sm= 56.2; dm = 57.0); (sm=216 males/156 females; dm= 12 males/19 females). Follow-up was conducted upon admission, at 12 months, and at a minimum of 24 months postoperatively with a mean length of follow-up for 51.3 months. No difference was found in results between the two groups at each follow-up point. Patients who underwent either procedure had a similar level of sports activity at approximately 51 months of follow-up. It was reported that a patient underwent a hip reduction in the emergency due to a dislocation of a single mobility hip arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown liner, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. G2: report source italy. A2: patient younger than 65. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information in the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: literature: no difference in the level of sports activity between single versus dual mobility total hip arthroplasty in adults: a clinical trial. D'ambrosi, a., anghilieri, f. M., valli, f., et al. (2025). European journal of medical research, 30 (212), pages 1-6. Https://doi.org/10.1186/s40001-025-02470-1.